Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: the syringes were used after applying texium (bd) in 1 case with medac mitomycin, spiros closed male luer, purple cap (ICU medical), in 2 cases with farmorubicin (pfizer) and with endoxan (baxter). I would like to point out that there has been no spill of drug or contamination on the work surfaces or for the staff. The drug leakage was present only between the first and second rings of the sealing grommet. A sample contaminated with mitomycin is in my possession, as well as three syringes of the same code and lot.

Manufacturer narrative:
H.6. Investigation: three sealed samples were provided to our quality team for investigation. The product was visually inspected there was no damage or molding defects noted in the plunger rod or other components that could have caused the leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the reported lot 2007034, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2007034 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted on any of the syringes or syringe components. Leakage testing was performed on the three returned samples along with the ten retained samples of lot 2007034, in all cases the product met required specification and no leakages occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Results were reviewed for the reported lot and no issues were identified. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: the syringes were used after applying texium (bd) in 1 case with medac mitomycin -spiros closed male luer, purple cap (ICU medical) in 2 cases with farmorubicin (pfizer) and with endoxan (baxter). I would like to point out that there has been no spill of drug or contamination on the work surfaces or for the staff. The drug leakage was present only between the first and second rings of the sealing grommet. A sample contaminated with mitomycin is in my possession, as well as three syringes of the same code and lot.